Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Episodes of noise reversions and pacing inhibition was also noted on the rv lead. No intervention was performed. The patient status was unknown.